Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, for the explant surgery.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to an infection, pain and performance decrement. The patient was reimplanted with another cochlear device during the same surgery.